Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the patient's radial artery in the operating room. The needle was placed into the artery. While threading the wire, they met resistance and were unable to advance the wire. The plastic tube split and the wire bowed and there was blood everywhere. As a result, another kit was opened and they slipped another catheter over the wire. There was no relay in treatment and no patient death or complications were reported. No intervention was needed.